Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The reload adapter was broken approximately 5mm distal of the outer tube proximal end. Damage was also found on the proximal side of the laminates. The location and size of the pictured damage suggest the fire rod was pushing on the proximal side of the laminates instead of transmitting the firing load to the lockout as intended. A long skive mark in the groove of the single use loading unit(sulu) adapter was also found. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged reload adapter may occur due to over flexure of the reload while attached to the instrument. Fracture of the sulu adapter allows the sulu laminates to move relative to the firing rod. Movements of only a few degrees rotationally compromises the attachment of the laminates to the fire rod. Once the fire rod is detached from the sulu laminates the knife bar cannot be retracted and the sulu will not open. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic-assisted distal gastrectomy procedure, upon closing the entry hole, the surgeon fully fired the device and confirmed that clamp cover reached to the distal end. Then the surgeon pushed the center control button up, to open the jaws, however the device did not react. They removed the adapter and the shell and reset the device, however it did notreturn to the initial position. They pushed and held both green buttons for 10 seconds and rebooted the handle, however the status was the same. They used retraction tool and tried to remove the adapter but it was broken. The procedure was changed to open surgery. The incision length extended up to 20cm. The surgeon additionally resected around the cartridge by scissors and manually sutured the tissue. The procedure was completed, but the surgical time was extended 90 minutes. There was a less than 200 cc of bleeding occurred as a result of the issue.